Event description:
The customer reported a falsely elevated alinity c magnesium result for a 47 year old male patient. The following data was provided (customer provided reference ranges: 0.70 to 1.00 mmol/l): sid (B)(6): initial magnesium result = 3.30 mmol/l, repeat = 0.57 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Service was dispatched due to the customer reporting the alinity c, serial number (B)(6) generating a false elevated alinity magnesium result. The service performed extensive troubleshooting activities to resolve the issue and discovered that the pump, hcw peri part number 7-205342-01 was blocked/obstructed. The pump, hcw peri was cleaned and deemed the cause for the module generating the false elevated magnesium result. The module function was verified with a control run. The service history for (B)(6) found no additional discrepant magnesium results that were reported after the current event was identified. Labeling was reviewed and sufficiently addresses the customer¿s issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of trending data associated with the pump, hcw peri did not identify any trends and a review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the pump, hcw peri were identified.

Event description:
The customer reported a falsely elevated alinity c magnesium result for a 47 year old male patient.. The following data was provided (customer provided reference ranges: 0.70 to 1.00 mmol/l): sid (B)(6): initial magnesium result = 3.30 mmol/l, repeat = 0.57 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.